Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion. Weight measurement identified the device weight to specification. A microscopic analysis was performed which identified crease sharp on anterior side. Based on the device analysis, the final assessment is a crease sharp on anterior side due to fold flaw opening.

Event description:
Healthcare professional reported right side "product anxiety" , "double capsule" and capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side "product anxiety" , "double capsule" and capsular contracture, baker grade iii/IV. Device has been explanted.